Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative regarding a patient who received an unknown drug in an implantable pump for an unknown indication for use. The patient medical history and concomitant medications were unable to be obtained. On an unknown date, interrogation of the pump indicated a motor stall occurred with no recorded recovery. There were no known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed indicated pump interrogation. Pump explant was planned for (B)(6) 2018. The pump would be returned. It was unknown if the issue was resolved. No patient symptoms were reported. The status of the patient was stated to be alive and with no injury. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also noted in the pump session report on (B)(6) 2018 that the expected reservoir volume (erv) was 13.6ml and the actual reservoir volume (arv) was 14.5ml.

Manufacturer narrative:
The initial MDR was filed as MFR. Report # 3007566237. Additional review showed the correct manufacturing site was site # 3004209178. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via manufacturer representative indicated the event occurred on (B)(6) 2018. The provided pump session report from (B)(6) 218 indicated the pump was delivering hydromorphone (15mg/ml, 4.598mg/day) and bupivacaine (30.0mg/ml, 9.196mg/da) on flex dosing. The motor stall occurred on (B)(6) 2018 at 11:52 with no recorded recovery. A simple bolus request was programmed via the clinician programmer without resolution. It was confirmed the pump was explanted on (B)(6) 2018. The patient experienced narcotic withdrawal including shakes, overall body aches, nausea, diarrhea, and increased pain. Pump replacement resolved the issue. The pump was returned. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider indicated the pump was due to be replaced in 5 months due to elective replacement indicator (eri) prior to the (B)(6) 2018 motor stall. It was clarified the increased pain was back pain. Oral narcotics were provided to the patient until the pump was replaced on (B)(6) 2018. No hospital admission was required. The relevant medical history included chronic pain.